Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed. The system was found to be fully operational. The system passed a system checkout.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that before making an incision and using re-tractors on a patient, the site felt accurate. After the incision and "rolling the patient', the site reported a 1 cm lateral inaccuracy. Navigation was aborted. There was no additional patient impact reported and a delay to surgery of less than one hour.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. The archive from the procedure was sent to medtronic for evaluation. It was reported that there was loose skin on the patient, but the image was to protocol.